Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative on 2020-nov-19. It was reported that the neurosurgeon was not able to find any signs of leaking, cerebrospinal fluid or otherwise. He dried the catheter and fascia with gauze, and observed for 5 minutes before determining that there was not a leak in that particular area. The device was still pending pathology release. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 480 mcg/day via an implanted pump. It was reported the patient was admitted to the hospital after the patient¿s mother reported being in a car accident with patient as the passenger. No apparent injury, but the patient's mom requested a pump system work up. The radiologist reported seeing some dye near the anchor and thought it could indicate a leak. The issue being reported was a possible catheter or fascia leak secondary to trauma from a mild car accident. Diagnostics/troubleshooting performed included a dye study and visual inspection operatively. The radiologist did note the presence of a good myelogram. The neurosurgeon inspected the anchor and catheter and did not find any leaks. It was noted the neurosurgeon was unsure if he was in the correct place, or if dye came from somewhere else and he replaced the catheter on (B)(6) 2020. It was reported the hospital would not release the explanted catheter to a field person. The rep would follow up to see if it can be retrieved and returned. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown.